Manufacturer narrative:
Batch review performed on 19 july 2023: lot 2248533: 32 items manufactured and released on 12-apr-2023. Expiration date: 2028-mar-25. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 19 july 2023: sms solid 01.36.052 sms solid stem std size 12 (k181693) lot 2204985: 10 items manufactured and released on 10-aug-2022. Expiration date: 2027-jul-27. No anomalies found related to the problem. To date, 4 items of the same lot have been sold with no similar reported event during the period of review. Mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2311347: 200 items manufactured and released on 31-may-2023. Expiration date: 2028-may-08. No anomalies found related to the problem. To date, 68 items of the same lot have been sold with no similar reported event during the period of review. Liner: mectacer 01.29.414 ceramic liner ø 36 / f (not marketed in us) lot 2310194: 90 items manufactured and released on 10-may-2023. Expiration date: 2028-apr-15. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 3 weeks after the primary surgery the implants were revised due to infection.